Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number p4t43c, and no non-conformances were identified. The following information was requested, but unavailable: can you please request the video? What procedure was being performed? When the jaws of the device would not open, was the device cut off of the vessel or tissue it was on? Was there any patient consequence as a result of the issue that occurred? If yes, please provide further detail of the event and the patient consequence.

Event description:
It was reported that during an unknown procedure, while the arter was clipping, the clip applier jaw stayed closed, not opened. Tissue and the unopened jaw excluded by additional trocar. The clip applier is removed, and the jaw is always closed.

Manufacturer narrative:
(B)(4).batch # r92d96. Investigation summary: the analysis results of the el5ml found that the device was received with one jaw closed and broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area, not allowing that the jaws to open. Eight remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In order to avoid this kind of issue, please do not reuse, reprocess, or re-sterilize the device. Reuse, reprocessing, or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn, may result in patient injury, illness, or death. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.